Manufacturer narrative:
The customer-reported air leak was not able to be confirmed or reproduced with the freedom driver and its drivelines. The freedom driver passed all sections of functional testing. Additionally, an air leak test was performed on the drivelines, including the cpc connectors, and no leaks were observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4786 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed when the freedom driver was supporting a patient, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) freedom driver s/n (B)(4) (MFR report # 3003761017-2019-00156) and (2) freedom driver s/n (B)(4) (MFR report # 3003761017-2019-00157). The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that the red cpc connector on freedom driver s/n (B)(4) had an air leak while supporting a patient. The patient was switched to a back-up driver. The customer, a syncardia certified hospital, also reported that the blue cpc connector on freedom driver s/n (B)(4) had an air leak while supporting a patient. The patient was switched to a back-up driver. There was no reported adverse patient impact.